Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s blood glucose (bg) measured at approximately 52¿53 mg/dl. The user had consumed glucose tablets and a meal but continued to read low. The ilet logs showed that the user had announced a meal during hypoglycemia, which likely caused fluctuating insulin dosing. The agent advised against making meal announcements while below 70 mg/dl to prevent recurrent hypoglycemia. The user¿s bg had risen into the 60s by the end of the call and continued trending upward. No symptoms, external assistance, or medical intervention occurred.